Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultramini meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable/unwilling to state when the alleged product issue began. The patient manages her diabetes with a combination of insulin and oral diabetes medications. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "headache, nausea, swollen feet, low/high blood pressure" at an unknown date/time before the alleged product issue began. The patient stated that she attended ER (date/time not provided) where she received hcp treatment of insulin. The patient stated that her blood glucose was tested using an ER/hospital device (date/time not provided) and the result was "32" (unit of measure not specified). At the time of troubleshooting, the csr noted that the subject meter was being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated that she received hcp treatment of insulin in ER. This treatment does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.